Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the prograsp forceps was making movements on its own. Once reseated, the instrument was unable to be recognized. The instrument was tested on all arms, but the system did not recognize the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken input disk causing failed engagement. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter. The instrument was found to have a broken distal pitch cable at the distal clevis hub.